Event description:
The following has been reported: "error 51 - speaker error. Fault diagnosed in a faulty speaker. Speaker replaced [with] a new one. Quality control performed after repair, device is functional and safe.". Reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, nothing linked to the reported event was found. Device history log was reviewed, reported event was confirmed. Indeed, several error 51 were found in the device logs file. The subject device (model agilia sp mc, serial number (B)(6)) was not sent back to our laboratory for analysis as repairs were performed locally. However, the suspected defective ci flex binder was returned as a spare part to be investigated. Upon reception, the subject part was submitted to a visual inspection. Nothing was observed. Then, cross-testing of the subject part was performed using an agilia sp test bench. Test 9 of the maintenance menu as well as the audio test were with lab software testdeviceagilia. Both were compliant. Then, a normal test run was started, during which alarms were created without triggering any error. However, an error 51 was triggered after 13 minutes of use. Based on available information, the root cause of the reported issue was linked to a defective microphone. An internal event has been opened in order to investigate and monitor the occurrence of error 51. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.